Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips call center representative.

Event description:
It was reported to philips the device up arrow was continually activated. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.